Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The catheter dislodgement adverse event outcome was recovered as of (B)(6) 2016. Rather than unrecovered as of (B)(6) 2017.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n229997008, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient in (B)(6) who was receiving gabalon intrathecal at 90 mcg starting (B)(6) 2010 and continuing. The patient had no complications or past history of adverse reactions. There were no concomitant medications. The purpose of the implant was for spastic paraplegia. The pump's eri had become 7 months and an exchange was carried out. Before the replacement surgery, after the CT/catheter x-ray study was done and the condition of the catheter was checked, it was discovered that the catheter in the spinal cord area had deviated and wrapped, coiling, around the anchor. As of (B)(6) 2016 the catheter had dislodged which then also required the catheter to be replaced. As reported, the catheter may have been dislodged gradually ¿because the insertion angle in the pulp chamber/medullary cavity was close to the exact middle, it probably gradually began deviating. Perhaps because the tip of the catheter was just barely intraspinal¿. There were no withdrawal symptoms. There was no pump operability test or rotor test performed. This event was reported as unknown if related to the procedure, and not related to the investigational drug, catheter, pump, or programmer. This event was classified as ¿3-serious¿. The pump and catheter were replaced on (B)(6) 2016. The outcome was reported as un-recovered as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.